Event description:
Term obstetrical delivery vacuum assisted vaginal delivery. Vacuum applied x3. Infant had cephal hematoma, small bilateral occipital subdural hematoma with prominent right parieteal scalp hematoma.